Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pacemaker dependent patient presented remotely via merlin.net with noise on the right ventricular lead. The patient was called into clinic and noted dizziness. Upon review, it was shown that the lead noise had inhibited pacing. After isometric testing, reprogramming from bipolar to unipolar resolved the oversensing of noise. It was noted that the patient is currently stable and will be closely monitored.

Event description:
New information received, patient presented in operating room on (B)(6) 2017 for capping and replacement of the right ventricular lead. The procedure went well and the patient is doing great.